Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30107631m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and there were no ECG signals available. It was reported that the ECG signals were lost on both the surface and intracardiac channels on both the recording system and the carto 3 system upon connecting the ablation catheter. The cable was replaced without resolution. The issue was resolved by exchanging the catheter. No patient consequence was reported. Additional clarification was received on (B)(6) 2018, stating that all ECG signals became unavailable. Only pulse oximeter was available. Since there were no ECG signals available to monitor the patient¿s heart rhythm, this signal issue was assessed as a reportable malfunction.